Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0008033065 was reviewed and the product was produced according to product specifications. All information reasonably known as of 2018-11-1 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced 10 different incidences, which were associated with separate units, involving 10 different patients. This is the seventh of ten reports. Refer to 2026095-2018-00122 for the first report. Refer to 2026095-2018-00125 for the second report. Refer to 2026095-2018-00127 for the third report. Refer to 2026095-2018-00128 for the fourth report. Refer to 2026095-2018-00129 for the fifth report. Refer to 2026095-2018-00130 for the sixth report. Refer to 2026095-2018-00132 for the eighth report. Refer to 2026095-2018-00133 for the ninth report. Refer to 2026095-2018-00134 for the tenth report. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that a homepump that was supposed to complete in 24 hours, completed in 12 hours. No further information provided.